Manufacturer narrative:
Unable to conduct an investigation because the renew endocut scissor tips were not returned. The lot number for this tip is unknown, therefore a lot history of this lot could not be traced. All renew endocut scissor tips are inspected as a part of final inspection prior to the finished product release. No additional information available for this complaint.

Event description:
During a laparoscopic cholecystectomy procedure, two renew endocut scissor tip from the same lot would not cut. The procedure and anesthesia time was extended briefly to exchange the tips. Reference number of second MDR: 1223422-2017-00019.